Event description:
Additional information was received from a manufacturer representative (rep) stating that the cause of more perceived stimulation in the patient's knee has not been determined as a fact. Actions to resolve this issue have included multiple phone calls to the patient and their husband to make titration and program adjustments. Counseling of realistic expectations for the pain modalities the implantable neurostimulator (ins) can and can not provide. Rep states they have lowered intensities and made some programming changes on the remote over the phone. This has seemingly resolved the issue of stimulation in the patient's knee.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported that the pts stimulation felt a little bit too high last night. Pt was recently implanted and just had their therapy turned on yesterday. Agent walked caller through recharging the implant and how to adjust stimulation. Caller will monitor the issue and call back in if needed. Additional information was received from a patient (pt) representative reiterating calling patient and technical services (pats). Patient¿s representative reports the primary reason for the call was to review recharging as their initial instructions on how to charge were too fast and it was the first time the patient had ever recharged their device. Patient¿s representative reports they were able to successfully charge the patient¿s ins with the help of pats and ¿never had a problem charging afterwards¿. Patient¿s representative reports the pt had their device activated and that night was ¿uncomfortable¿ as it appeared the ¿signaling¿ was picked up more by the patient¿s knee, patient¿s representative reports the patient had a knee replacement surgery (agent confirmed approximately 7 years ago/a long time before receiving the ins) with metal hardware in their knee, and the stimulation appeared to be attracted to the metal in the patient¿s knee more so than the rest of their body describing it as a ¿gathering spot¿ /¿magnet¿ for the stimulator. Patient¿s representative reports the patient¿s historical knee replacement was on the right side; the ins was on the right side and the ins was implanted to treat the patient¿s right sided pain. Patient¿s representative reports the pt thought the stimulation was too high, but after about 24-48 hours it ¿started to settle in¿ and patient¿s representative reports asking the pt periodically if it needs adjustment and pt states no, they believe it is working/doing what it is supposed to be doing, but it is new. Patient¿s representative reports the pt still appears uncomfortable in the morning and it takes a while for them to get out of bed and moving, but pt was "tethered to a couch" prior to receiving the ins and is now taking 4,000 steps a day.